Event description:
The customer reported the following: "burning odor coming from system."

Manufacturer narrative:
(B)(4). The investigation is still ongoing on this event. When the investigation is completed, a f/u report will be sent to the FDA by 04/03/2011.